Event description:
The patient informed the customer care advocate that the subject meter got wet and the allegedly began prompting an unknown error message. There is no inidcation that the product caused or contributed to an adverse event. However, the complaint is being reported becaused the alleged unknown error message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.